Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height (hh) legacy drawer 6.2 was failed. A field service engineer (fse) found that all pockets had failed, and when the drawer was opened, the fse confirmed that all the lids were opened. The fse simulated pressing the red buttons on the half height (hh) interfaces, after which all pockets were closed and recovered. The fse then removed all pockets in hardware test application (hta) to check for debris and inspected the rear components. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es every pocket in the drawer were failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary every pocket in the drawer were failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section b describe event or problem, section d medical device brand name, medical device model